Event description:
The patient was originally implanted on (B)(6) 2014 with a peek corpectomy cage modular expandable radiolucent vertebral body replacement. Patient was presenting with an infection at the l3 vertebral fracture. Infection presented contraindicated. Surgery was a lateral l3 corpectomy. Postoperatively on an (unknown date) the implant migrated. During revision (unknown date) a partial corpectomy was done with implant positioned on the lateral end of the vertebral body midline position. During prone positioning, it was noticed that the xrl was not in the desired position. Pedicle screws and rods were used as supplemental fixation. Posterior incision was closed and patient was then rotated back to lateral position and initial incision opened up. Xrl instrumentation was not present due to the fact the sales consultant was never notified of the revision surgery. During revision surgery the implant was impacted on by surgeon until desired positioning reached. Surgeon reports that the xrl medical center body implant construct expanded tall enough, but did not have sharp enough teeth that would anchor onto the endplates. During revision the surgeon repositioned the cage. This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
This device is used for treatment no diagnosis. (B)(6). A device history review was performed that states that the xrl medium endplate screws, p/n 08.807.200.02s was assembled and sterilized per work order 3485251. This lot was assembled from component lot 7322941. The components were manufactured by rms company for brandywine work order 3432076 and po 1529692. The supplier¿s c of c (dated 4/8/13) indicates that the parts met all required specifications. The parts were inspected to synthes inspection sheets ns036904, rev e (dated 4/12/13) and ns011661, rev h (dated 4/17/13). The components were released into bp55 for assembly on 4/22/13. There were no ncrs generated for this lot. The investigation could not be completed; no conclusion could be drawn, as no product was returned. Placeholder.